Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was between 800mg/dl-900mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with an insulin drip. Customer also stated that having previous high blood glucose levels over 600mg/dl. Customer also stated that the received a motor error alarm. Customer's blood glucose level at the time 61mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.